Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was oversensing noise. On (B)(6) 2024, the rv lead was capped and replaced. The patient was in stable condition.